Manufacturer narrative:
Additional information has been requested regarding this event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited several high watt alarms, power consumption outside the normal range and electrical fault alarms which were due to driveline wire damage. The vad status changed indicating single stator operation and indicating rear motor over current trip. The vad remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the driveline cable underwent a splice repair. The patient was admitted, sedated, and medically prepped for venous access for the splice repair.

Manufacturer narrative:
### A supplemental report is being submitted for a correction. Information was received indicating that a driveline splice repair was performed and that the patient had been admitted and medically prepped for the procedure. Sections b1 adverse event or product problem, b2 outcome attributed to adverse event, b5 describe event, h1 type of reportable event, h6 health impact (imf) codes, and h10 additional products h6 health impact (imf) codes were corrected to include this information. Additional products: controller 2.0 (B)(6) h6: imf code(s): f08, f12, f2304 investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###Aditional product: (B)(6) h6:FDA method code(s): b15, b17 h6:FDA result code(s): c23 h6:FDA conclusion code(s): d11 product event summary: the driveline cable associated with ventricular assist device (vad) (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Review of the controller log files associated with (B)(6) revealed multiple reactivation events were logged on 14/jan/2022 between 12:22:30 and 12:23:13 due to an overcurrent condition in the rear resulting in the pump running on a single stator (front-stator only). Additionally, above normal power consumption and 266 high watt alarms were recorded since 14/jan/2022 at 21:15:02 due to an overcurrent condition in the rear stator. The high watt alarms were indicative of the increased power consumption associated with the pump running on a single stator. Review of the controller log files associated with (B)(6) revealed a controller power up event with an associated pump start event logged on (B)(6) 2022 at 12:33:21 with a subsequent vad disconnect alarm was logged at 12:31:45, likely due to the controller powered up without the driveline connected during a controller exchange. Review of the event log file associated with (B)(6) revealed multiple reactivation events were logged between (B)(6) 2022 at 22:35:00 and (B)(6) 2022 at 11:08:36, due to an overcurrent condition in the front stator resulting in the pump running on a single stator (rear-stator only). Review of the alarm log file associated with (B)(6) also revealed seven (7) high watt alarms and two (2) electrical fault alarms were logged on (B)(6) 2022. The high watt alarms logged between 10:48:27 and 11:34:40 were indicative of the increased power consumption associated with the pump running on a single stator. The electrical fault alarms were logged 11:08:06 and 11:08:31 due to an overcurrent condition in the front stator resulting in the pump running on a single stator. Review of the available autologs reports also revealed two (2) low flow alarms were since (B)(6) 2022, twelve (12) high watt alarms were logged since (B)(6) 2022 and three (3) electrical fault alarms were logged since (B)(6) 2022. Review of the available autologs reports revealed five (5) critical battery alarms were logged on (B)(6) 2022 between 07:33:12 and 09:39:35 indicating the battery depleted from 9% relative state of charge (rsoc) to 0% rsoc. Review of the available autologs reports also revealed eight (8) controller fault alarms and eight (8) controller power up events associated with (B)(6) were logged on (B)(6) 2022. The controller fault alarms were logged between 07:49:55 and 09:39:46. A controller fault alarm will occur if the battery is approaching 0% rsoc. The controller power up events were logged between 07:54:56 and 10:04:29. Prior to the losses of power, (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). Raw log files covering (B)(6) 2022 were not available for analysis. Visual evidence provided by the site revealed new breaks on the driveline outer sheath. Onsite inspection, as well as visual evidence provided by the site, revealed damage to the inner lumen of the driveline, the white wire, and the red wire at the location of an outer sheath break. Additionally, the visual evidence provided by the site revealed discoloration of the outer sheath. As a result, the reported events were confirmed. A driveline splice repair was performed to mitigate the conditions reported. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the reported controller power up event can be attributed to a controller exchange. Based on the investigation conducted, the most likely root cause of the reported electrical fault alarms, high power event associated with high watt alarms, and observed reactivation event, can be attributed to the driveline cable wires damage. A possible root cause of the damage to driveline cable wires and observed inner lumen damage may be attributed to the handling of the device after the outer sheath damage left the driveline cables exposed. Based on the historical review of similar events, the most likely root cause of the driveline sheath damage and observed discoloration may be attributed to multiple factors such as design issues and/or exposure to uv light. A possible root cause of the initial controller power up event involving (B)(6) may be attributed to a controller exchange. Based on the available information, a possible root cause of the observed critical battery alarms, reported controller fault alarms, and losses of power can be attributed, but not limited, to the patient allowing battery to depleting below 10%; the battery likely recovered enough charge to start the controller again, but quickly depleted, causing additional controller power up events. CAPA (B)(4) is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### - medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the driveline cable associated with (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Review of (B)(6) service history records indicated that the device was previously serviced and the repair action was verified. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Review of the controller log files associated with (B)(6) revealed multiple reactivation events were logged on (B)(6) 2022 between 12:22:30 and 12:23:13 due to an overcurrent condition in the rear stator resulting in the pump running on a single stator (front-stator only). Additionally, above normal power consumption and 266 high watt alarms were recorded since (B)(6) 2022 at 21:15:29. The high watt alarms were indicative of the increased power consumption associated with the pump running on a single stator. Review of the controller log files associated with (B)(6) revealed a controller power up event, with an associated pump start event, logged on (B)(6) 2022 at 12:33:21 with a subsequent vad disconnect alarm logged at 12:31:45, likely due to the controller being powered up without the driveline connected during a controller exchange. Review of the event log file associated with (B)(6) revealed that multiple reactivation events were logged between (B)(6) 2022 at 22:35:00 and (B)(6) 2022 at 11:08:36, due to an overcurrent condition in the front stator resulting in the pump running on a single stator (rear-stator only). Review of the logs file associated with (B)(6) also revealed above normal power consumption and that seven (7) high watt alarms and two (2) electrical fault alarms were logged on (B)(6) 2022. The high watt alarms logged between 10:48:27 and 11:34:40 were indicative of the increased power consumption associated with the pump running on a single stator. The electrical fault alarms were logged 11:08:06 and 11:08:31 due to an overcurrent condition in the front stator resulting in the pump running on a single stator. Review of the available autologs reports also revealed two (2) low flow alarms logged since (B)(6) 2022, twelve (12) high watt alarms logged since (B)(6) 2022 and three (3) electrical fault alarms were logged since (B)(6) 2022. Review of the available autologs reports also revealed that five (5) critical battery alarms were logged on (B)(6) 2022 between 07:33:12 and 09:39:35 indicating that the connected battery depleted from 9% relative state of charge (rsoc) to 0% rsoc. Review of the available autologs reports also revealed eight (8) controller fault alarms and eight (8) controller power up events associated with (B)(6) were logged on (B)(6) 2022. The controller fault alarms were logged between 07:49:55 and 09:39:46. A controller fault alarm will occur if the battery is approaching 0% rsoc. The controller power up events were logged between 07:54:56 and 10:04:29. Prior to the losses of power, (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). Raw log files covering (B)(6) 2022 were not available for analysis. Visual evidence provided by the site revealed new breaks on the driveline outer sheath. Onsite inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to the inner lumen of the driveline, the white wire, and the red wire at the location of an outer sheath break. Additionally, the visual evidence provided by the site revealed discoloration of the outer sheath. As a a result, the reported events were confirmed. A driveline splice repair was performed to mitigate the conditions reported. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the investigation conducted, the most likely root cause of the reported electrical fault alarms, high power event associated with high watt alarms, and observed reactivation events can be attributed to the driveline cable wire damage. A possible root cause of the damage to driveline cable wires and observed inner lumen damage may be attributed to the handling of the device after the outer sheath damage left the driveline cables exposed. Based on the historical review of similar events, the most likely root cause of the driveline sheath damage and observed discoloration may be attributed to multiple factors such as design issues and/or exposure to uv light. A possible root cause of the initial controller power up event involving (B)(6) may be attributed to a controller exchange. Based on the available information, a possible root cause of the observed critical battery alarms, reported controller fault alarms, and losses of power can be attributed to the patient allowing the one connected battery to deplete. The battery likely recovered enough charge to start the controller again, but quickly depleted, causing additional controller power up events. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to: d4. Expiration date: d4. Serial # h4. Device mfg date: investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad exhibited low flow alarms, above normal power and additional electrical fault alarms that occurred when the patient changed their controller. It was also reported that the controller exhibited an unexpected loss of power and multiple controller fault alarms.

Manufacturer narrative:
A supplemental report is being submitted for additional event details including allegations against the controller. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2019 / serial or lot#: (B)(6); UDI #: (B)(4); d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 11-sep-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04035 h6: FDA device code(s): a07, a0708 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 additional information has been requested regarding the patient's clinical identification number and implanted device serial number related to the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.